Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while closing the cystic duct, there was an issue loading or firing the clip. The clip fell from the jaws and disengage into the patient's cavity, and was retrieved. Also, there were malformed clips. Another device was used to complete the case. The surgical time extended for 30 minutes or more due to the product problem. There was no patient injury.